Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However x-rays were provided. Upon visual inspection of the x-rays, a slight gap anteriorly and laterally in the ap view and lateral view, respectively were observed. Both slight gaps appear near the edge between the resected surface of the tibial and the porous fixation surface of the tibial tray. However, these observation alone are not conclusive of the tibial tray becoming loose without evidenced provided in a series of chronological x-ray images. No evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The reported complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: b4.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is to capture (B)(4) that was logged under the wrong opco and miss-aligned to synthes for the revision of attune cementless tibial base plate: revision of attune cementless tibial base plate due to loosening. Doi: (B)(6) 2021, dor: (B)(6) 2021, right side.